Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. No software error detected alarm or pump error noted during testing. Confirmed software error detected alarm on (B)(6) 2022 09:40:09.000 due to software error and pump error on (B)(6) 2022 09:40:09.000 in insulin pump downloaded history. Pump was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for software error detected alarm and pump error was confirmed in insulin pump downloaded history due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received software error detected and the motor arm cannot communicate with the main arm pump error alarms. The customer was able to clear the alarm and complete the rewind process of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.